Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient was implanted with a dual-chamber pacemaker on (B)(6) 2017 and was in stable condition after the procedure. It was reported that the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.